Event description:
This lead was replaced due to high impedances of greater than 3000 ohms.

Manufacturer narrative:
The returned lead was thoroughly analyzed, including an electrical and visual inspection. During the electrical analysis, the increased impedance measurement mentioned in the complaint text could be reproduced under manipulation of the conductors. The visual inspection confirmed a conductor fracture 35 cm distal of the is4 connector pin. This damage is with high probability the cause of the clinical complaint. The detected damage manifestation speaks for massive mechanical stress of the lead in the implanted state. It is suspected that an interaction with the generator housing led to the described damage. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, cuts were found at the insulation, which were most likely caused during the explantation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.